Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment fractured when trying to place it. It was impossible to remove the lower part of the abutment from within the implant and the implant had to be removed. Tooth location 15.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain low profile one-piece abutment 4.1mm(d) x 4mm(h) (ilpc444u) and one (1) 3i t3 non-platform switched tapered implant 6 x 10mm (bost610) were returned for investigation. Visual evaluation of the returned product identified that the abutment was fractured at the threads and the fractured piece was stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not noted on the per form. Bone density was moderate density (type ii). The reported implant was located on tooth # 15 (fdi) and was used implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: (ilpc444u): DHR review was completed for the subject lot number 2022100871. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2022100871 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental : functional : fracture : screw' . Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed.